Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited stimulation. In addition, the atrial lead was placed on the lateral wall and the physician was not able to test for stimulation during implant procedure as the patient had an unknown contrast allergy. Further, this ra lead was revised. Additional information was received indicating that the ra lead was repositioned. This ra lead remains in service. No additional adverse patient effects were reported.